Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they used a heartstring 3.8mm to confirm that the seal was properly installed in the tube on the delivery device during CABG surgery, and then removed it and checked it. Since the gap is widened, it cannot be used, and the operation is well finished using the same new product. The patient was in good condition and the operation was well completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they used a heartstring 3.8mm to confirm that the seal was properly installed in the tube on the delivery device during CABG surgery, and then removed it and checked it. Since the gap is widened, it cannot be used, and the operation is well finished using the same new product. The patient was in good condition and the operation was well completed.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 01/07/2021. Photographs were provided by the account. A photographic inspection was conducted on 01/22/2021. Signs of clinical use and no evidence of blood was observed. The seal was observed in the delivery device in an fully open state. Two cracks were observed on the seal. The tension spring assembly was observed inside the delivery tube. The state of the plunger and the blue slide lock was not visible in the photograph. A visual inspection was conducted on 01/14/2021. Only the delivery device and the seal was returned for evaluation. The seal and tension spring assembly was observed in the delivery device. The seal was observed to be in fully opened state, no cracks or delamination was observed on the seal. The tension spring assembly was observed inside the delivery tube. The white plunger was not depressed and the blue slide lock was dis-engaged. The seal and tension spring assembly was removed from the delivery device. No visual defects were observed on the seal or tension spring assembly. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at 0.197 inches; the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217).the values recorded were within the tolerance specifications. Based on the returned condition of the device the reported failures "fitting problem" and "crack;seal" were not confirmed. The lot # 25154333 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.